Event description:
It was reported that the patient went into polymorphic ventricular tachycardia and the managed ventricular pacing algorithm back up pace was the suspected cause. The device mode was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.